Manufacturer narrative:
(B)(4). The device was evaluated and the issue was confirmed through the review of the event history logs. The cause was determined to be an unexpectedly high uf for therapy compared to other therapies. Should additional relevant information become available, a follow up medwatch will be submitted.

Event description:
During evaluation of a returned homechoice device, an increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014 at 19:38:56. During night drain cycle two, the patient's ultrafiltration reading was 1535ml, indicating the home patient (hp) drained 1535ml more than their maximum programmed fill volume of 2300ml. No additional information is available.